Event description:
The customer reported that measuring a child spo2 with a m3001a measurement server resulted in inaccurate values, and the clinicians decided to give the pt emergent care.

Manufacturer narrative:
The customer reported measuring a child's spo2 with a m3001a measurement server resulted in inaccurate values (10% lower than the actual value). The customer had performed these measurements using a nelcor max-I disposable infant sensor. The customer tested the mms post incident with a ox-sim ox-1 spo2 simulator, which reported confirmed the deviation. The customer initially alleged that, based on the inaccurate spo2 readings, respective treatment was applied, which resulted in intubation of the child. The customer considered this a serious injury. Several details that could factor in or contribute to such an issue remain unk, e.g.. No details about pt condition or device set up at time of the incident are available. Labeling for this device explains how to properly perform spo2 measurements, as well as potential conditions that would cause or contribute to inaccurate/erroneous spo2 readings/results. Such conditions could include incorrect positioning of the sensor (loose sensor, compromised optical alignment), environmental interferences (high levels of ambient light or strobe lights or flashing lights, electromagnetic interference, and excessive pt movement and vibration) and pt characteristics, amongst others. Also humidity could contribute to inaccurate readings. It remains unk if such a condition was present at time of incident. Philips monitors offer a number of indicators, such as maintenance warnings, technical alerts (inops), pleth waveform and the perfusion index, to warn the user of such suspect spo2 values and to allow the user to assess the quality of the signal and measured spo2 and pulse rate. For the safe use of pulse oximetry per the product labeling (IFU) it is essential to follow good clinical practices, e.g. Proper sensor application and periodically checking the measurement site. The most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. Due to the limited info available, the primary investigator followed-up with the customer via telephone, to obtain more details. The head of pediatrics indicated that the baby coded prior to the reported incident, and was subsequently intubated as a result of this event. No indication of a questionable spo2 reading was reported, prior to the pt code/emergency and initial intubation. The questionable measurement results (11% saturation) were noted post incident. Caregivers heard breath sounds and assumed that tube was in the trachea, however, due to the failure of the o2 sat to improve they elected to pull the tube out and to reintubate the baby. The customer felt that this procedure would not have been necessary, if the spo2 value would have matched the patients clinical condition. The primary investigator indicated that the initial pt code, causing the intubation of the baby, is considered to constitute the serious injury in this case, as this was required to manage the emergency. The biomed reporting this incident had indicated that the mms was not considered as contributing to this initial code. It's also important to note that clinical judgement here plays a role, since a pink baby and a reading of 11% sat pre and 50-60% post reintubation would alert a clinician that something was not quite right (baby seemed to have a good skin color at all times and did not turn blue). The reported mms cannot be considered to be factoring in this event though, as the available info does not support that the intubation was unwarranted. The baby was reported to be fine with no lasting effects, and has since been extubated. A replacement mms was shipped to the customer site and the mms involved with this complaint was returned to philips. An initial product testing was performed by a philips using the following set up: returned mms with a philips m1191a reusable sensor was attached to an intellivue mp50 monitor. Simulator used was a dynatech nevada oxitest plus 7 pulse oximeter. The test series performed showed all results within + 2%, therewith all lying within accuracy ranges as described in the instructions for use for this device. The mms was then returned to factory. In the factory, the mms underwent a complete functional final test that verified the full functionality of the device. Please note that in the process of another recent investigation disposable nelcor oximax sensors in general were found to be highly sensitive to improper probe placement. Even though the reported low readings cannot clearly be related to incorrect probe placement with the available info, this possibility may not be ruled out. During course of this investigation the customer, the biomed was re-advised about proper probe application being essential to obtain adequate measurement results. No further instances of questionable spo2 readings have been reported by this hospital. Upon factory testing, the mms was found to be fully functional, and to be presenting accurate spo2 values. No malfunction was identified. A replacement mms was shipped to the customer site when the mms was sent to the factory for this investigation, and is considered being in use at the customer site. No further calls have been logged for this failure mode, and the hospital biomed has been informed about the findings of the failure analysis. No further investigation or action is warranted.